Event description:
It was reported that the patient developed a septic infection originating on the upper left pectoral, in the general area where the cardiac resynchronization therapy defibrillator (crt-d) system was implanted. The organism was identified as necrotizing fasciitis.erosion was noted. The patient experienced pain, redness, swelling, and had a fever. Bacteremia was also noted. The patient was treated with intravenous (IV), oral, and topical antibiotics. The patient also needed would debridement and necrotic tissue was noted. The crt-d system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.